Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-sep-14 a medwatch (B)(4) was received regarding a patient the medwatch was indicated as having been submitted to the FDA in (B)(6) 2017 by a healthcare professional (hcp). It was indicated that there was a product problem with an event date of (B)(6) 2017. It was related that the patient was implanted with the pump for management of chronic low back pain and leg pain related to failed lumbar spine surgery. It was reported that the patient was admitted to an outside facility about a month ago (from (B)(6) 2017) with general malaise and elevated blood pressure of 200/100 and with the pump alarming. After several days of in-patient, the patient¿s symptoms resolved and the patient was discharged. It was noted that the patient¿s wife called the clinic approximately two weeks ago, to give the report that the patient¿s pain remained ¿out of control¿ and information the clinic that their pump was still alarming. It was related that at the patient¿s last visit approximately two months ago (from (B)(6) 2017), the pump¿s ¿estimate reserve index¿ (eri)/expected battery life was 22 months. On arrival to the pain clinic the day after the patient¿s wife called, the patient reported their pain as ¿#9-10/10-terrible.¿ at the visit the patient didn¿t exhibit any withdrawal symptoms and their vital signs were stable. On pump interrogation, it was discovered that the pump was in motor stall occurred approximately 2 days prior to their visit to the outside facility with no indication of recovery. It was noted that a manufacturer's representative was in the clinic during the patient¿s visit and reviewed the recent patient history and pump telemetry and confirmed that the patient¿s pump was not working and would require replacement. It was stated that ¿with an eri of 21 months, no one expected that the pump would go into stall prematurely.¿ it was indicated that per the manufacturer's representative recommendation, the pump was programmed to ¿minimum rate¿ and the plans were being initiated for a pump replacement surgery. It was noted that the patient had prescribed norco 10/325 mg one oral four times per day as needed to help with pain control until the surgery could be scheduled. It was indicated that the original intended procedure was ¿n/a.¿ the device usage problem was the device failed. The patient¿s ethnic background was unknown and other therapies in use on patient was unknown. No other devices were in use on patient. The patient¿s unique characteristics were not known. No further complications were reported or anticipated.

Event description:
Information was received from manufacturer's representative regarding a patient who was receiving hydromorphone [10.8 mg/ml] at a dose of 7.238 mg/day, clonidine [522.5 mcg/ml] at a dose of 350.17 mcg/day, and bupivacaine [14.9 mg/ml] at a dose of 9.986 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and that the pump status and/or event log report motor stall occurred and stopped pump period may exceed tube set. The date of the event was reported as (B)(6) 2017. It was indicated that the patient did not recently have an MRI (magnetic resonance imaging) and that no symptoms were reported. It was noted that the patient did not hear any alarms. No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jul-17. It was reported that a healthcare professional (hcp) initially reported the event to the manufacturer's representative. It was noted that they were going to schedule a replacement as actions/interventions to resolve the motor stall, but the manufacturer's representative had no further word. It was indicated that no cause was determined for the motor stall or for the patient not hearing any alarms. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician/account. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jul-19. It was reported that the pump replacement was completed on (B)(6)2017 it was indicated that the old pump would be returned by the manufacturer's representative for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Destructive analysis of the pump found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse hydromorphone, clonidine and bupivacaine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: device code (B)(4) should have previously been applied. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported there were no environmental/external/patient factors that might have led or contributed to the issue. The pump was interrogated by the representative on (B)(6) 2017. The patient was going to have the pump replaced on (B)(6) 2017. The issue was not resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. Pump logs provided by the representative showed that when the patient¿s pump was examined on (B)(6) 2017, the estimated early replacement indicator (eri) was 20 months. The motor stall occurred on (B)(6) 2017 at 19:46, and tube set occurred exactly 48 hours later on (B)(6) 2017. The drug doses were at minimum rate; hydromorphone was 0.067 mg/day, clonidine was 3.26 mcg/day, and bupivacaine was 0.093 mg/day.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.